Event description:
It was reported that the customer had an issue where the pump stopped delivering insulin. Customer's blood glucose level was 15.5 mmol/l. Customer stated that the active insulin amount in the pump has not gone down on 2 different occasions. Customer stated that the active insulin time is 3 hours. Customer stated that she checked the active insulin amount 3 hours after bolus delivery and the active insulin amount did not change. Customer mentioned that they also had issues with high blood glucose levels. Customer stated that no other boluses were delivered after the original bolus. Insulin pump will need to be replaced. Customer stated that her insulin needs are not that great and that she only uses half of the reservoir in the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.